Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm. The insulin pump was received with intermittent button response due to moisture damage keypad trace. The device had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip, and reservoir tube cracked.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 196 mg/dl. It was advised to revert to a back up treatment plan. A blood glucose of 320 mg/dl was also documented at the time of the report. Nothing further was reported.